Event description:
The customer reported that red alarms are being silenced without user interaction. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that red alarms are being silenced without suer interaction. No pt harm was reported. Although a philips field service engineer (fse) has tested the monitor in question and could not duplicate the issue, the customer is not satisfied. Therefore, philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.